Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0001822565-2016-02020. No product was returned, a visual and dimensional inspection could not be conducted. The device history records were reviewed and found no anomalies or deviations associated with this product. This device is used for treatment. A product history search for this combination of part and lot number found no additional complaints. The tibial plate, articular surface, and patellar components were all found to be compatible with each other using the nexgen compatibility matrix. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Per the nexgen cr, ps, cra, lps, and lcck packaging insert, loosening is a known adverse event associated with this product. Based upon the information at this time, a definitive root cause cannot be determined. However, this complaint may be re-opened upon the receipt of operative notes or additional product information.

Event description:
It is reported that the patient was revised due to loosening of the tibial component.